Event description:
Following a percutaneous transluminal coronary angioplasty procedure, a physician attempted to deploy an angio-seal device in a pt's right groin. During the deployment sequence (at the point in which the user tamps the collagen using the tamper tube in order to create the anchor-arteriotomy-collagen sandwich), the collagen and suture pulled out of the pt, with the device anchor remaining in the pt. Manual pressure was used to control the bleeding. The pt's pulses were monitored and noted to be fine. Pt was discharged home without sequelae. As of 5/5/98 there has been no further report of complication or pt sequelae made to the MFR.